Event description:
The customer reported that they were "unable to get o2 saturation level - capnography is not coming up." The involved patient had coded en-route to the hospital. He was resuscitated and while at the hospital they could not get the co2 to come up.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.